Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. A clinical diagnosis of increased pain was reported (and a device diagnosis was not applicable). The patient reported increased pain on (B)(6) 2016. The increased pain occurred at night. The event resulted in an unscheduled clinic or office visit and the ins was reprogrammed. The event resolved without sequelae on 2016-apr-27. The event was possibly related to the device or therapy, specifically due to programming, and was not related to the implant procedure. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.